Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to replace the graphical user interface (gui) light-emitting diode (led) liquid crystal display (lcd) panel and dc inverter. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had a lower blank display. The ventilator was not in use on a patient at the time the event occurred.